Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated this unit and reported that after reviewing error logs determined that the pump had not been plugged in and charging the batteries since the battery run test was performed. The batteries have been damaged due to deep discharge. To fix the issue, the stm replaced the batteries. The iabp was cleared for clinical use.

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) display a "no backup batteries detected" message and found batteries not charging. There was no patient involved and no adverse event was reported. The date of event is unknown.

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) display a "no backup batteries detected" message and found batteries not charging. There was no patient involved and no adverse event was reported.